Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 3516 ml during drain 4 of 4 of treatment. This drain volume is 190% the patient's highest prescribed fill volume of 1853 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn that the patient will resume treatment upon receipt of the replacement cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3, d10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 3516 ml during drain 4 of 4 of treatment. This drain volume is 190% the patient's highest prescribed fill volume of 1853 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn that the patient will resume treatment upon receipt of the replacement cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 3516 ml during drain 4 of 4 of treatment. This drain volume is 190% the patient's highest prescribed fill volume of 1853 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn that the patient will resume treatment upon receipt of the replacement cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d9.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 3516 ml during drain 4 of 4 of treatment. This drain volume is 190% the patient's highest prescribed fill volume of 1853 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn that the patient will resume treatment upon receipt of the replacement cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.